Manufacturer narrative:
The remote service engineer (rse) spoke with the customer and suggested to sent the device to philips bench repair for further investigation. The customer stated that they sent the defective device to a 3rd party repair service. The cause of the issue remains unknown.

Event description:
The customer reported a speaker malfunction, no sound was coming from the mx40. The device was not in use at time of event, there was no adverse event reported.